Event description:
This is a spontaneous report by a nurse from the USA of hurt right arm/shoulder, touch contamination, nausea, vomiting, dehydration, and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient hurt right arm/shoulder and was unable to move arm without assistance. Patient was right hand dominant and could not do exchanges correctly. On an unreported date in 2010, the patient had a touch contamination, nausea, vomiting, and dehydration. On an unreported date in 2010, the patient experienced peritonitis manifested by abdominal pain and was hospitalized at that time. The cause of the peritonitis was hurt right arm/shoulder and touch contamination. Treatment information was not provided. On an unreported date in 2010, pd therapy was withdrawn. The patient was recovering from the events. On an unreported date in 2010, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident. A batch review was performed for potentially associated lots (h10g24011) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.